Event description:
It was reported that during a lap roux-en-y gastric bypass procedure, the device was used on the small bowel transection. There were malformed staples on the distal end of the staple line. The staples appeared loose on the staple line. They got a new device and re-transected the tissue by cutting off the previous staple line. There were no consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.